Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a power with moisture issue with the pump. There was reportedly moisture behind the display. There was no indication of damage to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were multiple unexplainable por events observed in the black box history. The returned battery cap secured to the pump and maintained an electrical connection. During evaluation, the returned battery cap was unscrewed a half turn with no power loss occurring. The returned battery cap contact height and width measurements were found to be within required specifications. The battery compartment was intact; there were no damage or cracks observed. There was no evidence of moisture observed inside the battery compartment. The pump was exercised for 24 hours using the returned battery cap; no power interruptions occurred during testing. The reported intermittent issue was not duplicated during testing. Unrelated to the complaint, moisture was observed behind the display lens; the display lens was found to be leaking during a leak test. The pump case was removed and moisture corrosion was found throughout the inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.